Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results with the bd max¿ enteric bacterial panel kit (ref. (B)(4)) lot 4323179 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. The review of manufacturing records of bd max¿ enteric bacterial panel indicated that lot 4323179 was manufactured according to specifications and met performance requirements. Customer complained about a false positive result for the shigella target but tested negative in culture and with another pcr test. Customer provided the database from instrument (B)(6) for investigation. Manual pcr curve adjudication of the sample in position a09 revealed true amplification without anomaly in the rox channel (shigella target). Further discussion with the application specialist assigned to the customer revealed that the customer retested the patient sample and obtained again a positive result for the shigella target. The customer then concluded that the sample was not a false positive, and that even if they were unable to culture shigella bacterium, the patient¿s symptoms and recent travel to an african country corroborate the positive result. The data analysis shows no anomaly and suggests a true positive result. Limit of detection can vary between different detection methods and pcr methods detect nonviable bacteria, which could explain the discrepancies between bd max¿ enteric bacterial panel assay results and culture. The current investigation does not indicate any issue; the sample appears to be a true positive for the shigella target. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric bacterial panel kit lot 4323179. The root cause was not identified. Bd did not initiate a corrective and preventive action plan since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of the bd max¿ enteric bacterial panel, a false positive shigella patient result was obtained. Result was negative for culture and in another pcr test. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: pch, pci. E1.initial reporter facility name: (B)(6) lab. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ enteric bacterial panel, a false positive shigella patient result was obtained. Result was negative for culture and in another pcr test. There was no report of patient impact.